Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed an e315-incompatible scope error. The event was observed during preparation for use and was completed with another similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and it is not expected to be returned. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.